Event description:
Knob hard to push causing bruising on thigh and pain [injection site bruising] case description: non-serious. This case is a report from a company sponsored support program in the united states referring to a male patient. A consumer reported this case. No past medical history was reported. Concurrent conditions present at the time of the event included obesity. No allergies were reported. The mother of the patient reported that the patient takes "many other meds". In 2007, the patient initiated nutropin aq, (1.8 mg, qd, subcutaneous) via nutropin aq pen for "#6 small q deletion". The lot number was not reported. The first puncture date of the unknown lot number was not reported. The patient's prior history of exposure to the unknown lot number was not reported. The most recent date of administration prior to the event was not reported. On the following month, the patient experienced knob hard to push causing bruising on thigh and pain (injection site bruising). The mother of the patient reported that over the last 2 weeks the dose knob was hard to push and therefore, she had to press harder on the pen, bruising her son's thighs at times. She also reported a bump at the site of the injection at times. She reported that her son had complained that the injections are painful. Relevant laboratory tests and treatment were not reported. It was not reported whether the patient continued or discontinued treatment with the lot number in question. It was not reported if the patient switched to another lot number. The action taken with nutropin aq pen was not reported. The outcome of the event was not reported. Reports from patient support programs are regarded as solicited in nature and an implied causality cannot be inferred. The report was forwarded to genentech product quality and assigned. Additional information has been requested. Pharmacovigilance: injection site bruising is unlabeled in the uspi and unexpected in the ib for nutropin. A report of knob hard to push causing bruising on thigh with pain and bump at the site of the injection in a male patient from the united states.